Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred and a failure of its internal battery. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue. An issue related to the lcd screen was observed by the technician during service. The lcd screen was replaced to address the issue.